Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prostheses implantation with 350cc mentor memorygel breast implant on (B)(6) 2013 began experiencing symptoms a few months post implantation. In 2014, she began experiencing fatigue, joint paint and swelling, eye inflammation, and loss of vision. In 2015, the patient developed carpal tunnel symptoms. In 2017, she developed uveitis. In 2018, the patient reported inflammatory arthritis and chronic fatigue diagnosis. The patient was being treated with steroid injection, prednisolone eye drops, methotrexate injections, humira injections. No specific date of explantation is reported thus far. No local symptoms or product issue, such as rupture, was reported. The root cause of the patient's symptoms are unknown. See 1645337-2019-13154 for contralateral prosthesis report.